Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes, sensing integrity counter (sic), and noise. In addition, high/ undefined pacing impedance was observed. A lead fracture was suspected. The rv lead was programmed off and the patient was given a lifevest until the lead can be replaced. No further patient complications have been reported as a result of this event.